Event description:
Placed 1993. The pt came in for treatment on 11/13/97 & during flush with saline the pt complained of burning. A cxr was done which showed the catheter to have become disconnected at the port stem. No other info is available.

Manufacturer narrative:
The device history review showed no related manufacturing issues and no other complaints for this lot.